Manufacturer narrative:
Continuation of d10: product ID 37602 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had known elevated impedance on l implantable neurostimulator (ins) contact 0. This contact is not being used for therapy. Replaced implantable neurostimulator (ins) and impedance remained with no further action requested by physician or complaints from patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported that the cause of the impedance issue is unknown. Rep suspects the cause of the issue was the clean dry extensions connection. Rep reported there will be no further actions taken and the device will not be returned. Rep clarified the device was replaced due to normal battery depletion.